Event description:
The customer reported a leak when using the coulter hmx hematology analyzer with autoloader. The customer was performing the instrument startup process, which failed. The customer identified a leak as a few drops (approximately 1 cc) of fluid leaking from the secondary probe. The leak was not contained. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The customer was wearing personal protective equipment of gloves at the time of the occurrence. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event.

Manufacturer narrative:
On 12/22/2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found a bent probe and this prevented the blood sampling valve (bsv) from rotating properly and caused the start up to fail. There was no sign of any leak from the probe. The probe was realigned and there was no further start up issues or leak was observed. (B)(4).